Event description:
It was reported that during a routine check performed by the customer the cardiosave intra-aortic balloon pump (iabp) had a display that disappeared. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Testing of actual/suspected device: a getinge field service engineer (fse) evaluated the iabp unit and from checking, it was found that the device was turned on and the screen did not turn on. To fix the issue, the fse replaced the assy, display top lcd rohs for a new one, which spare parts have never been used before, and re-downloaded the software of the c.06 version of the machine. Found that after replacing the screen parts the unit can display the normal operation screen, and the unit works normally. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation. The full name of the initial reporter that is abbreviated in is kittitut saphachot.

Event description:
N/a.

Manufacturer narrative:
Updated fields; b4, d9, g3, g6, g7, h2, h4, h6, h10.